Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this lead had been exhibiting steadily increasing pacing impedance measurements on the atrial channel which have exceeded 2000 ohms. Sensing and threshold measurements are within normal limits. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. It is not clear if there was a lead revision or not.